Event description:
The patient experienced a sudden loss of stimulation sensation. Increasing stimulation parameters/changing settings did not resume stimulation therapy. The implantable neurostimulator was confirmed to be on. There was no known incident or accident related to the event. The patient had an appointment to see his hcp the next day. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).